Event description:
Surgery to revise acetabular cup due to malalignment. Patient underwent primary cementless arthroplasty on right hip. Three days after surgery, patient heard a snap and pain. Patient stated that they were not "moving as well as this morning and it hurts more". Patient admits to possibly overdoing activity. Surgeon ordered x-rays. Acetabular cup has rotated. No acetabular screws were used with the cup original surgery date:2007; displacement: the next day; revision surgery two days later. Patient: male.